Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that and after replacing the touchscreen, it seems to have the same touchscreen issue. The rse instructed the customer to open up the user interface (ui) assembly and verify the touchscreen connection is secure. If that doesn¿t solve the issue to call up parts again for a replacement touchscreen. The investigation is ongoing.